Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A hospital rep reported that the laser displayed a system message and indicated low power. The iridotomy was cancelled and converted to a manual procedure on another day. No pt harm was reported.